Manufacturer narrative:
A ge representative evaluated the system, and reseated the fuses on the backplane. System operates as intended.

Event description:
Customer reported the system was displaying a high capacity disk error message. No patient injury was reported.